Event description:
The customer reported the pt was setup on a respiratory support device with 8 liters of oxygen being bled in through the oxygen adapter. The adapter was connected to the outlet filter of the respiratory support device. It was reported that a therapist entering the room to give a breathing treatment noticed the 02 flowmeter indicated zero flow. The therapist took a pulse oximetry reading which showed the pt's saturation at 54. The pt was placed on a venturi mask and the saturation levels recovered without injury to the pt. The hospital reported finding the oxygen adapter pushed on to the outlet filter to the point of occluding the oxygen port.